Event description:
It was reported that the kit door assy rohs of the large volume pump module will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to an unspecified issue was not confirmed. External inspection was performed on. During external inspection, the keypad looked to be new, unused, and still in its original packaging. The root cause could not be determined. The product received was a new and unused lvp door assembly with keypad. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Manufacturer narrative:
Correction: imdrf annex a grid.

Event description:
It was reported that the kit door assy rohs of the large volume pump module will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the kit door assy rohs of the large volume pump module will be replaced. There was no reported patient involvement.